Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the vena cava wall and to the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months later, patient had shortness of breath. A computerized tomography-chest with contrast showed that there was heterogeneity of the contrast bolus of the pulmonary arteries. No gross evidence for a large central pulmonary embolus was identified, however a smaller more peripheral pulmonary embolism cannot be excluded. After two months, patient presented with left lower extremity pain radiating from lower back to left foot. After one year and eight months, a computerized tomography-abdomen/pelvis without contrast was performed, which showed inferior vena cava filter was seen in place below the renal veins. After nine months, presented with abdominal pain. After two years and three months, a computerized tomography-abdomen without contrast was showed that, the inferior vena cava filter was noted with tine proximal tip at the level of the origin of the renal veins. There was a wire projecting posterior to the inferior vena cava, which appears outside the inferior vena cava and possibly two of the wires extending beyond the inferior vena cava, but there was no computerized tomography evidence of extravasation. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the vena cava wall and to the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.